Event description:
After removal from package, the precise pro rx ous carotid system, 5f, 6mm x 40mm, 135 cm stent was partly deployed. The product was not used for the procedure. The product was stored according to (IFU) instructions for use guidelines. Prior to removing the unit, the product package was not damaged. It is unclear when the stent prematurely deployed when it was being removed from the loop. After the stent was noticed prematurely deployed, no other damages were noted on the stent. It is unclear if the insert shaft hub accidentally was pushed forward during removal from the package or if the proximal valve was closed to prevent stent movement. After the event occurred, no other damages were noted on the stent or delivery system. Prior to shipping, no other issues were noted with any part of the products being returned. No further info was available.

Manufacturer narrative:
The product is expected, but it has not been received for analysis. Add'l info will be submitted within 30 days of receipt.